Event description:
The customer reported that the ortho provue analyzer had a bent probe. A bent probe may lead to conditions that could cause dilution of reagents and sample, carry-over or cross contamination, which could lead to erroneous results. There was no report of harm as a result of this event.

Manufacturer narrative:
Investigation into this event showed that the field engineer performed the necessary repairs to restore the analyzer to proper operation. The root cause of the event was instrument-related.